Event description:
The customer reported to philips on 22 sep 09 that in 2008, a pt with the umbilical cord wrapped around its neck required extensive rescusitation and has suffered a long term disability.

Manufacturer narrative:
There was no allegation that monitoring was a factor in the outcome and no report of problems with the monitor that was in use. The trace copy provided by the customer indicates no maternal heart rate trace, so the clinicians were not using cross-channel verification (ccv) feature of this monitor to detect if the traces that they were displayed were maternal traces. Philips is in process of obtaining additional info regarding this issue and the complaint is still under investigation. A final report will be submitted once the investigation is completed.